Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to multiorgan failure (heart, renal, kidney, lungs). The patient¿s family decided to withdraw care. The patient was medicated with dilaudid and ativan, lvad was deactivated, and bilevel positive airway pressure (bipap) removed. The patient expired seconds after the lvad was deactivated.

Event description:
Additional information was received which indicated the patient's death was determined to be unrelated to the lvad and from multisystem organ failure, at the time of death the lvad was operating as intended. The family declined autopsy and the pump will not be sent back for evaluation.

Manufacturer narrative:
Investigation conclusion: a direct correlation between the device and the reported multisystem organ failure and subsequent patient expiration could not be determined through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.